Event description:
Medtronic received information that damage (physical or cosmetic), unexpected error message occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S.w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged transmitter charging anomaly, unexpected error message, unexpected pump lost settings during battery change and cosmetic damage located at the screen found on (B)(6) 2022. Unable to confirm transmitter charging anomaly due to pump received without the original transmitter. The pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. The pump was monitored for several days and no unexpected error message noted. The pump was monitored without the test energizer battery inside the battery compartment and no expected lost settings during battery change/battery removal noted. Successfully downloaded history files and traces using thus. No unexpected error message recorded in the formatted history file for the event date. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm transmitter charging anomaly due to pump received without the original transmitter. Transmitter charging anomaly was unknown. Cosmetic damage was confirmed at the pump screen. Unexpected error message and unexpected pump lost settings during battery change were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.